Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin es results were obtained from five different patient samples when using vitros troponin I es (tropi es) reagent lot 5960 on a vitros xt 7600 integrated system. The assignable cause of the non-reproducible higher than expected patient sample results could not be determined. There were no issues reported with the qc fluids processed at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 5960 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. A 30-replicate within-run vitros tropi es precision test was conducted on the vitros xt 7600 integrated system, indicating that the analyzer was performing as expected following the events. However, a within-run vitros tropi es precision test was not performed at the time of the event, making it possible that an instrument issue contributed to the higher-than-expected results for the patient samples. Despite this, historical vitros qc fluid results were precise, and no evidence of any instrument malfunction was reported, suggesting that an instrument issue is an unlikely cause of the event. The customer did not follow the sample collection device manufacturer's recommendation for sample centrifugation. Consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5960.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin es results were obtained from five different patient samples when using vitros troponin I es (tropi es) reagent lot 5960 on a vitros xt 7600 integrated system. Patient 1 vitros tropi es result of 0.067 ng/ml versus the expected result of <0.012 ng/ml patient 2 vitros tropi es result of 0.059 ng/ml versus the expected result of <0.012 ng/ml patient 3 vitros tropi es result of 0.076 ng/ml versus the expected result of <0.012 ng/ml patient 4 vitros tropi es result of 0.069 ng/ml versus the expected result of <0.012 ng/ml patient 5 vitros tropi es result of 0.091 and 0.088 ng/ml versus the expected result of <0.012 ng/ml.biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es results for all five patients were reported from the laboratory. However, corrected reports of <0.012 ng/ml for patient 2 and patient 4 were later issued. No treatment was initiated, altered or stopped for any of the patients based on the reported results. There was no allegation of harm as a result of these events. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 609482.